Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents are within specification. The insulin pump passed the displacement test, self test and a21 error test. No a21 alarms were noted. The insulin pump functioned properly. The insulin pump was received with minor scratches on the display window and cracked reservoir tube lip.

Event description:
The customer reported an a21 alarm. Prior to the event, the patient stated that she tried to clear it but the device went back to the alarm. The customer stated that the insulin pump was stored and was not in use for an extended period of time. The current blood glucose level is 334 mg/dl. No further information was provided.